Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted the second time (4/13/2016) the malfunction occurred. The customer indicated that bg level was high but did not provide a specific value. The customer stated the current pump would be used to correct bg levels. It was indicated that the customer would continue to use the pump until the replacement pump was received.